Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer service assisted the caller in loading a new cartridge correctly, but the patient declined to load a new cartridge themselves.